Event description:
It was determined via otoscopic examination by the audiologist that the electrode array of the pt's implant had migrated out of the cochlea and is in the ear canal. The child missed one or more appointments with the otologist. The pt was seen by the otologist on 09/01/1999 and has been scheduled for explant surgery on 09/23/1999. Reimplantation with a new implant is anticipated.